Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia and hypoglycemia. Customer's blood glucose level was 125 mg/dl and other blood glucose level was 600 mg/dl, 32 mg/dl, 24 mg/dl, 29 mg/dl. Customer treated by manual injections, apple juice. Customer reported that insulin pump dropped and experiencing the high and low blood glucose. Customer reported that the reservoir was unable to lock in place when inserted into insulin pump. Customer stated that come loose a couple of times since the dropped. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.